Event description:
It was reported that a l and d patient had an epidural catheter. Upon attempt by medical doctor to remove it, the catheter broke at the 9 cm mark and was retained in her back. CT scan revealed a 3 cm epidural fragment at the right l2-3 facet joint extending along margin of l2, retained epidural fragment in the soft tissue with no fragment retained in the epidural space. Patient then had surgical removal of the epidural fragment.